Event description:
It was reported that the coating detached. The target lesion was located in the right lower limb superficial femoral artery (sfa) chronic total occlusion lesion. A 300cm, 8cm v-18 control guidewire was selected for use. During procedure, the physician opened and advanced support catheter and the v-18 guidewire in the sfa. However, the physician withdraw the v-18 guidewire after reaching the popliteal space p2 section, and it was found out that the 7.6cm polytetrafluoroethylene (ptfe) on the tip of the guidewire fell in the support catheter. The device was removed as a unit. Subsequently, the physician opened the lesion by retrograde meridional puncture and performed balloon dilatation. The procedure was completed with a different device. There were no patient complications reported and patient was stable post procedure. However, it was further reported that the part of the device was left in the catheter and was simply pulled out.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned guidewire had the distal tip bent. The guidewire coating was carefully inspected and no damages nor abnormalities were observed in the device. No more visual damages were found in the device. Dimensional inspection of the device that could be measured were performed and were within specification.

Event description:
It was reported that the coating detached. The target lesion was located in the right lower limb superficial femoral artery (sfa) chronic total occlusion lesion. A 300cm, 8cm v-18 control guidewire was selected for use. During procedure, the physician opened and advanced support catheter and the v-18 guidewire in the sfa. However, the physician withdraw the v-18 guidewire after reaching the popliteal space p2 section, and it was found out that the 7.6cm polytetrafluoroethylene (ptfe) on the tip of the guidewire fell in the support catheter. The device was removed as a unit. Subsequently, the physician opened the lesion by retrograde meridional puncture and performed balloon dilatation. The procedure was completed with a different device. There were no patient complications reported and patient was stable post procedure. However, it was further reported that the part of the device was left in the catheter and was simply pulled out.

Event description:
It was reported that the coating detached. The target lesion was located in the right lower limb superficial femoral artery (sfa) chronic total occlusion lesion. A 300cm, 8cm v-18 control guidewire was selected for use. During procedure, the physician opened and advanced support catheter and the v-18 guidewire in the sfa. However, the physician withdraw the v-18 guidewire after reaching the popliteal space p2 section, and it was found out that the 7.6cm polytetrafluoroethylene (ptfe) on the tip of the guidewire fell in the support catheter. The device was removed as a unit. Subsequently, the physician opened the lesion by retrograde meridional puncture and performed balloon dilatation. The procedure was completed with a different device. There were no patient complications reported and patient was stable post procedure.